Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts aeura srd-rm0019 rev 15 could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of leakage is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information provided.

Event description:
It was reported that the unspecified bd peripheral IV catheter was leaking. The following information was provided by the initial reporter, translated from chinese to english: "leakage from the end of an indwelling needle."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown. H3 other text : device not returned for evaluation.